Manufacturer narrative:
The insulin pump received with motor stuck in motor error alarm loop during bolus delivery and error alarm found in history file due to motor encoder signal out of phase. The insulin pump received with cracked corner display, cracked battery tube threads, scratched lcd window and cracked reservoir tube. The insulin pump received without belt clip. Unable to verify the belt clip damage.

Event description:
Customer reported hospitalization. Customer was not feeling well. The current blood glucose reading was 90 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.